Event description:
It was reported that an ilet user experienced an unresponsive upper half of the touchscreen, which prevented interaction with on-screen elements above the unlock button, and a crack in the screen was confirmed by image request. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alarms. Investigation included remote troubleshooting and request for images to assess physical damage. Investigation of this case revealed physical damage to the display screen with loss of touch responsiveness in the affected area, consistent with a cracked screen as a device component failure due to external damage. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external forces.

Manufacturer narrative:
Initial.